Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced infusion sets adhesive issue event on 02-mar-2026. The patient reported that the four infusion sets tape was not sticking and came loose during sport and swimming. No further information available.

Manufacturer narrative:
Initial and final MDR 2585978-device 2 of 4. Patient city:(B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.